Manufacturer narrative:
Section b1: corrected. Section h6, medical device problem code: corrected. Manufacturer's investigation conclusion: a specific cause for the reported blood leak at the mini apical cuff during implant could not be determined through this evaluation. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. Section 5 ¿surgical procedures¿ (under ¿preparing the ventricular apex site¿) contains information regarding the preparation of the ventricular apex site, including how to affix the apical cuff to the left ventricle. This section cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 lvad. Ensure that apposition between the myocardial tissue and the cuff felt is continuous and sufficiently forceful to prevent bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported the mini apical cuff had bleeding from sutures. The myocardial tissue was considered to be good and no other bleeding was mentioned. The patient did not suffer from any coagulopathy. The sutures were reinforced to avoid bleeding from the tissue. The event resulted in a longer surgery to ensure no further bleeding. There were no adverse events. The patient was extubated and stable.